Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was damaged/kinked in 4 places. The device was kinked at 57, 57.5cm and 119cm from the hub. The tip was damaged in the form of stretching and a partial separation. The device was not completely separated. There was no indication of a bifurcation as reported. The markerband was exposed and flattened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the guidewire was damaged. A 135/10 renegade¿ hi-flo¿ kit was selected for use. However, during introduction to the patient, it was noted that the front tip of the guidewire was bifurcated. No patient complications were reported and the patient's condition was stable.